Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that during a routine device interrogation, a fault code indicative of an internal battery voltage too low to support the projected remaining capacity was exhibited. The physician called boston scientific for recommendations concerning the observed fault code. The manufactures recommendations following a review of the device's history, instructed the patient to return for product replacement, as the device is malfunctioning and should be explanted. No adverse patient effects were reported. Subsequently, the device was explanted without incident and will be returned for laboratory analysis.